Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "during drilling for screw insertion into the pelvis, the tip approximately 17mm long broke off and remained inside the body. The operating surgeon deemed it unproblematic and concluded the procedure with the fragment left in place."

Event description:
As reported: "during drilling for screw insertion into the pelvis, the tip approximately 17mm long broke off and remained inside the body. The operating surgeon deemed it unproblematic and concluded the procedure with the fragment left in place."

Manufacturer narrative:
Correction: please refer to section d4 (catalog# and gtin). The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned drill could be confirmed based on the catalog number and lot number marked. The instrument has fractured at its tip, the detached fragment has not been returned. The surface breakage give indication of a sudden brittle fractured, resulting from excessive bending load. Dimensional and material integrity inspection confirmed that the device and its material are within specification. Based on investigation, the root cause was attributed to an user related issue. The breakage occurred most probably as a result of excessive load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.